Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a gynecological procedure in order to treat large cystocele and small rectocele and mesh was implanted. It was reported that patient underwent a mesh and sling repair on (B)(6) 2011.

Manufacturer narrative:
Date sent to the FDA: 07/11/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced infection, urinary problems, recurrence of prolapse and/or incontinence, corrective surgery, and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including a repair on (B)(6) 2011 and at that time an (ams) monarc sling was implanted. The patient continues to experience dyspareunia, incontinence and utis and pain. No additional information is provided at this time.